Event description:
It was reported that ongoing intermittent occlusion alarms occurred. During troubleshooting with tandem clinical support (clss) the customer found 3 o-rings on the pneumatic tap, reportedly the customer was not following the proper air removal steps and was filling the cartridge when it was installed on the pump. The customer was able to remove the o-rings from the pump and was informed by clss to follow the proper air removal steps and loading process. Reportedly, the customer had reverted to an alternate method of insulin therapy for a couple day¿s but was able to ultimately resume insulin therapy on the pump with the assistance of clss. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection.